Event description:
It was reported during the procedure, while sizing up to a larger introducer, the physician put the guidewire in and pulled back on the sheath and only 1/3 of the sheath came out, a portion of the sheath remained in the pt. The phycisian attempted to retrieve the sheath with a tweezers unsuccessfully. The pt was transferred to surgery for removal of the detached portion of the sheath. The surgeon was unable to retrieve the device and in the process the sheath which forced the detached into the pulmonary artery. The pt underwent a thoracotomy and the detached portion of the device was retrieved. The pt was discharged 09/2006 and was reportedly doing well.

Manufacturer narrative:
The device was not returned for analysis. However, review of the device history record confirmed this lot met mfg requirements prior to shipment. The cause for the reported device breakage and subsequent surgical procedure remain unk. The hub end of the sheath was inadvertently discarded at the hospital. The detached portion of the device that was retrieved was sent to pathology. Risk mgmt at the hospital will not release the device to st. Jude medical at this time.